Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: the needle with the shied was separated from the barrel.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle and flange were broken on the bd ultra-fine¿ ii 3/10ml insulin syringe. The following information was provided by the initial reporter: the needle with the shied was separated from the barrel..

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-may-2022. H.6. Investigation: customer returned (2) 0.3ml bd insulin syringes from lot# 11440244. The customer reported that the plunger rod was broken, and the needle with the shield was separated from the barrel. The returned samples were examined, and it was observed that neither sample featured a broken plunger rod or separated hub assembly. 1 of the syringes exhibited a broken cannula, and the other a broken flange. The alleged hub separates issue could not be confirmed based on the samples returned. Due to the batch being unknown, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the needle and flange were broken on the bd ultra-fine¿ ii 3/10ml insulin syringe. The following information was provided by the initial reporter: the needle with the shied was separated from the barrel.

Manufacturer narrative:
The following fields were updated with additional information: b.5. Describe event or problem - additional event types include broken needle and broken flange. D.4. Medical device lot #: updated from unknown to 1144024. D.4. Medical device expiration date: date added - 06/30/2026. H.4. Device manufacture date: date added - 05/24/2021. H6: event problem and evaluation codes: new a code (a0401) added.